Event description:
It was reported that an imaging issue and patient complications occurred. The opticross imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, no image was visible during ivus, and resistance was noted during flushing. The ivus device appeared to be entraining air into the catheter, which resulted in st elevation and slow reflow down the coronary artery due to probable air embolization. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.